Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose between 46 mg/dl to 304 mg/dl and that it took a long time for the blood glucose to come down. Troubleshooting found that the customer may have over bolused. Customer declined troubleshooting. No further details given.